Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was in the 400-600 mg/dl range. Troubleshooting for high blood glucose levels was performed. Customer experienced nausea and upset stomach. Customer treated their blood glucose levels via manual injection. Customer went to the emergency room received insulin drip and 4 hours later went home.